Manufacturer narrative:
The insulin pump alarmed no motor movement during rewind due to corroded motor home switch. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor, displacement test or verify drive count time values or changes incorrect for moving error or coasting due to no motor movement error. The insulin pump was received missing the retainer, the reservoir tube lip o-ring and the serial number label. However, the insulin pump was received with operating currents within specifications and passed self-test. The insulin pump had partially broken reservoir tube lip, cracked keypad overlay at the select button, minor scratched display window, minor scratched case and keypad overlay texture damaged.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's parent reported via phone call, the insulin pump continued to alarm different error pump alarms. The customer's blood glucose was 160 mg/dl. Troubleshooting was performed and was attempting to clear the alarms but the device wouldn't rewind. Customer's parent was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer agreed to return the device for analysis.